Manufacturer narrative:
Additional information: 6 passes were made with the atherectomy device prior to tip separation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the silverhawk was loaded over the 0.0135" guidewire through the 5f cook sheath. The distal assembly of the silverhawk was fractured apart distal the rim of the cook sheath. Approximately 83cm of the guidewire was exposed outside the distal tip of the silverhawk. Approximately 2.5cm of curved/bent guidewire was visible between the fracture face of the distal assembly of the silverhawk. The fracture was ductile in nature the guidewire tubing was peeled out ward from the distal segment of the fractured distal assembly. The distal rim of the cook sheath showed signs of buckling and creases to the outer rim. The distal assembly portion which was located at the distal rim of the sheath was pulled out. The toque shaft guidewire tubing exhibited zipper tearing throughout the entire length. It was noted the guidewire lumen of the proximal segment of the distal assembly disengaged from the tecothane. The nanocross elite was inspected and found no damages or anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a silverhawk btk followed by a nanocross pta balloon during treatment of a calcified lesion in the patient¿s mid posterior tibial artery. Slight tortuosity and moderate calcification were reported. IFU was followed. The atherectomy device was prepped without issue. It is reported that during removal of the device, it became wrapped and the tip separated but remained on the wire. The silverhawk and was removed in tandem with the sheath. Due to removal of the sheath access was lost and the procedure was completed at this point. No allegation against the nanocross device. Device not used in patient. No injury to patient.